Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: h4, h6, h11. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the reported malfunction was traced to a bent outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid endoscope telescope had the light post came off they screwed the adapter on to tight. The issue was found during reprocessing of the device. There was no patient involvement.